Event description:
Disposable laryngoscope system light failure during intubation just prior to surgery: "britebladepro" brand fiber optic laryngoscope blade size mac 3, ref (B)(4), lot 120440505, exp 2017-04 was attached to the "britepro solo" fiber optic laryngoscope handle with batteries, ref (B)(4), lot 130400921, exp 2015-04. With this combination, the light did not come on unless the blade assembly was moved in clockwise and or counter-clockwise direction with respect to the handle. The light would sometime blink, dim, go to full brightness, or go out. Physician reports that when in place if the device was lifted up the light would go out making intubation difficult or impossible to complete. The anesthesiologist feels that could jeopardize emergent intubations putting pts at risk of harm. In this case, there was no risk to the pt as this was not an emergent intubation. Britepro solo laryngoscope handle with battery and light is used with an assortment of laryngoscope blades. In this case the "britebladepro" brand fiber optic laryngoscope blade size mac 3, ref (B)(4), lot 120440505, exp 2017-04 was attached to the "britepro solo".